Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's physician contacted animas requesting assistance with locating pump settings to confirm pump was working. The reporter informed customer support that the patient was admitted to the hospital on (B)(6) 2011 for "uncontrolled blood sugars". Blood glucose (bg) on admission was in the 300-400 mg/dl range per the reporter. The patient's physician denied the patient exhibited symptoms of nausea, vomiting, shortness of breath and confirmed she was not in dka. The pump was suspended and the patient was started on insulin injections of regular and nph. Troubleshooting revealed the pump was set to the incorrect date and time. Due to incorrect date/time, it was noted that the patient was not getting day time basals. It was noted that the patient informed her doctor that she never set the date and time on the pump. The patient's physician mentioned to customer support that she suspected that the patient was reusing tubing and replacing every other time. This complaint is being reported because, the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a